Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the issue of intermittent display was confirmed. After replacing the pcoip, the issue was resolved and the system functions as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure, with no patient present. It was reported that the camera cart monitor would unexpectedly jumped to a black screen, indicating the connection was lost, but then re-establish itself. Cables were re-seated without resolution.

Manufacturer narrative:
Device evaluation: the pcoip was returned to the manufacturer for analysis. Through visual/physical examination and functional testing, the reported issue was able to be duplicated. When tested it was found to reboot its self after a few minutes of run-time. Unit re-booted several times in 20 minutes. An electrical failure was confirmed. If information is provided in the future, a supplemental report will be issued.